Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump was ¿not working¿; no specific details were provided. The patient was reported to be very ill and had been hospitalized. The technical service representative contacted the reporter to obtain further information and to troubleshoot the pump, however, was unable to reach her by telephone. No detailed were provided about the pump issue, the patient¿s condition and status prior to his hospitalization, blood glucose levels and treatment. As the issue was not resolved, and the patient was hospitalized while using the pump, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: during investigation, the pump histories were reviewed and showed the pump was never in use. A flow accuracy test was performed successfully and the pump was found to be delivering within required specifications. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.